Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer information technology (it) department. Diagnostic performed by the rse found that in the server, the alarms were correctly configured for the system computer ¿rbiuhe776¿. The rse asked the customer to reinstall the alarm module in the rbiuhe776 and restart the computer. The customer said they still don't have sound and that the computer audio is activated. The rse spoke to the customer the next day, and proposed them to restart the server, but the customer stated that the alarms are already sounding, and it seemed that they did not start the computer to install the alarm mode. The customer asked to keep the case open for a few hours, and since it had not failed again, the rse then closed the case. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The device was confirmed to be operating per specifications and no failure was able to be identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellispace j surv/arch system indicating that the alarms go off, but they do not sound at any time; visual notice is displayed on the screen. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.